Manufacturer narrative:
Additional, changed, and/or corrected data: b1; b6; d1; d2a; d2b; d3; d4; g1; g4; h6

Event description:
Patient reported right side rupture. Device remains implanted.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.